Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) was getting hot during surgery and the suction was not proper. Additionally, blockage of the handpiece occurred multiple times along with heating issues which resulted in surgical delay of approximately 80 minutes. There was no patient or user injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) has been returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed, the handpiece has been returned to integra service center for repair and testing; however, assessment and repairs are not yet completed. However, potential root causes for the reported issues include: suction not proper - suction issues can be due to a blocked tip or a kink/bend in the tubing causing lower airflow. Handpiece heating - heating can be a result of an issue with the handpiece cooling system. This can be a result of an issue with the handpiece cable as the internal cooling tubes may be blocked. It is be noted that when the device is assessed, a supplemental report will be submitted to that effect.